Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was blocked causing insulin delivery to be stopped. Customer was using fiasp at the time of the event. Tandem technical support informed customer that this was off label. Customer's blood glucose ranged from 375-400 mg/dl.